Manufacturer narrative:
(B)(4). During visual inspection it was observed that the septum was missing from the interlink t-conn. A companion sample was also returned for evaluation; the companion sample underwent pressure and functional testing. The root cause for the reported problem was not identified.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that while injecting 3 ml of normal saline with a syringe, the interlink t-connector extension set/microbore, the interlink septum popped out and the blunt cannula remained stuck in the inner housing of the t-connector. The event was resolved by the nurse immediately changing the tpn tubing and t-connector. The event occurred in the nicu during infusion on a pediatric patient during infusion. There was patient involvement, but no report of patient injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.